Event description:
No new information provided.

Manufacturer narrative:
Our quality engineer inspected the 7 photos submitted for evaluation. The issues of foreign matter, component damage ¿ no leak, and cosmetic issues were confirmed upon inspection of the photos. From the provided photos, one representative photograph was labeled as "black mark" and dark spots overlaid the stopcock housing. One photograph was labeled as "contamination" and yellow colored material overlaid the stopcock housing and tap. Two photographs were labeled as "short mold" and what appeared to be deformation was observed on what appeared to be the threaded portion of the q-syte top body in one photo and missing material on the luer adapter of the stopcock housing on another photo. One photograph was labeled as "damage" and deformation was observed on the white tap. The photos are blurry, so it is unclear if the foreign matter is embedded to the unit or not. The reported defects were confirmed. The damage observed could be a result of our manufacturing process. However, bd cannot confirm the exact cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
Our quality engineer inspected the 7 photos submitted for evaluation. The issues of foreign matter, component damage no leak, and cosmetic issues were confirmed upon inspection of the photos. From the provided photos, one representative photograph was labeled as "black mark" and dark spots overlaid the stopcock housing. One photograph was labeled as "contamination" and yellow colored material overlaid the stopcock housing and tap. Two photographs were labeled as "short mold" and what appeared to be deformation was observed on what appeared to be the threaded portion of the q-syte top body in one photo and missing material on the luer adapter of the stopcock housing on another photo. One photograph was labeled as "damage" and deformation was observed on the white tap. The photos are blurry, so it is unclear if the foreign matter is embedded to the unit or not. The reported defects were confirmed. The damage observed could be a result of our manufacturing process. However, bd cannot confirm the exact cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information received.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd stpck q-syte wht 360deg w/o nut cap ns had foreign matter the following information was provided by the initial reporter; this is a complaint regarding short mold, stains, black marks, scratches in product. According to the customer report 2 short molds, 10 stains, 55 black marks, 5 scratches found in the product during production at atom.